Event description:
It was reported that the distal tip/marker of the catheter was reported worn off (not broken) during procedure. No patient injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was not present on device. Based on the findings, the catheter tip may have been partially separated during the removal of the device from the package prior to use. This can occur when the user does not properly remove the device from the tip protector. The label on the device tray provides instructions/diagrams regarding the proper removal of the tip from the tip protector. (B)(4).